Event description:
The vena cava filter would not deploy in the svc (superior vena cava). The physician attempted to recapture the filter into the sheath and remove it. The filter deployed in the right femoral vein. The pt went to surgery to have the filter removed.

Manufacturer narrative:
Eval of this complaint was based on the description only with the limited info available. According to the description, it says that the filter would not deploy, it is unclear whether the filter is not fully expanded or if the filter would not release from the introducer sys. Most likely the filter would not release from the introducer sys, since the description says that the filter deployed in the right femoral vein. However, it is not possible to investigate if the device was mfg within specs since the device was not returned. Also, according to the instruction for use, intended use: "the product is intended for percutaneous placement via a jugular vein for filtration of inferior vena cava (ivc) blood to prevent pulmonary embolism." Also it is stated that "the hook of the filter should be below the renal veins." So placing the filter in the superior vena cava (svc) is not recommended in the instruction for use. Furthermore the device used was a jugular set and it is strange how the filter deployed in the right femoral vein, since this is far down when jugular approach is used. Also the filter is retrievable and according to the instruction for use, "the filter has been designed to be retrieved with the gunther tulip vena cava filter retrieval set, gtrs - (not included). Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval sys." However, the exact root cause why the filter did not release from the grasping hook is unk, but excessive tension may have resulted in deployment difficulties/failure when pressing the release button. Cook medical will continue to monitor for similar events.